Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of around 517 mg/dl. The customer reported that he was hospitalized because his infusion sets wasn't giving him any insulin. The customer was assisted for doing hp test and it passed. The customer had high blood glucose in the morning which was 300 mg/dl and then 288 mg/dl to 283 mg/dl. It was observed when the infusion set was removed the cannula was bent. The customer also reported that the cause of hospitalization was high blood glucose level and broken ribs. The customer also had issues with kidney which was resolved after treating with intravenous fluid. The customer was released from the hospital however the blood glucose was not in control. The customer¿s pump delivered multiple doses of insulin and he had gone from 300 mg/dl to 255 mg/dl. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis. The insulin pump will not be returned for analysis.